Event description:
While trying to get a piv [peripheral intravenous line] on a pt [patient], the IV catheter was very hard to advance in the pt vein. It felt like there was an occlusion. While attempting to advance the catheter, the needle got pulled back a little bit and went straight through the catheter. When the next rn tried, they also felt that the whole thing was very hard to advance into the patient's skin and vein. When the np [nurse practitioner] attempted, she said there felt like there was something wrong with the catheter because it would not advance and did not seem smooth to insert. It felt like there was an occlusion and it was very hard to push into the skin or into the vein. The baby was poked 6 times because it felt like the catheter was different and did not work well.